Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the airway probe out alarm was activated on an mr850 respiratory humidifier. They further reported that the inspiratory limb heater wire on the rt340 adult dual-heated evaqua breathing circuit was bunched. This was found 30 minutes after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually examined. Results: visual inspection revealed that the heater wire was detached from the retainer and was found 82 cm away from the retainer. Further inspection of the retainer and the inspiratory limb revealed no damage. A lot check could not be performed as a lot number was not provided. Conclusion: we are unable to determine what may have caused the heater wire to detach from the retainer. The retainer holds the heater wire in position allowing the heater wire to be evenly distributed along the circuit. The mr850 generated a probe out alarm that alerted the staff. The heater wires of all rt340 adult dual-heated evaqua breathing circuits are visually inspected for bunching prior to being released for distribution. If bunching is present, the breathing circuit is rejected. This suggests that the heater wire detached from the retainer after the circuit was released for distribution. The user instructions that accompany the rt340 state the following: "check that the heater wire is evenly distributed along the circuit and not bunched or kinked." "Do not stretch or milk the tubing".